Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal history did not accurately reflect the active basal program. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/25/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the pump black box data revealed that the pump was suspended after the most recent basal delivery, and delivery was never resumed. During testing, the pump was exercised for 24 hours with a 1 unit per hour basal rate. The total daily dose for the 24 hour test accurately displayed 24 units delivered. No errors, alarms, or warnings were observed during testing. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.